Event description:
It was reported that during an unknown procedure, the device would not fire. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. While no conclusion could be reached as to how this misalignment had occurred, we have documented the circumstances as they were reported to us.